Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and an infrarenal aortic extension. A follow up was conducted on (B)(6) 2015 where computed tomography revealed a possible leak distally in the same area as original aneurysm. The leak was undetermined and the physician elected to monitor the patient. A second follow up CT scan on (B)(6) 2016, showed a leak in the same area as the first follow-up. The physician determined the leak was a possible type 3b endoleak and scheduled the patient for a secondary procedure. The secondary procedure took place on (B)(6) 2016, the physician elected to re-line the old graft with a bifurcated stent. The completed procedure appears to have sealed the leak, the patient is doing well.